Manufacturer narrative:
Pump received with stuck in full segment display right after inserting battery and when number were counting after up to number seven due to short d2 on interface board. No blank display noted. Unable to verify for operating currents including low battery and off no power anomaly due to stuck in full segment display. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that display screen was blank even after battery changes. Customer was advised that insulin pump would be replaced.